Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, via the stenotic left subclavian artery, an injury occurred. After the procedure was completed, the vessel was sutured. Angioplasty was performed using artificial blood vessel. No additional adverse patient effects were reported.